Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient alleges the need for future revision due to a nickel, cobalt and titanium allergy, pain, swelling, psoriasis and lung infection. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The reportable devices were filed on MFR report numbers 1825034-2014-00640 / 00644 & 07498.

Manufacturer narrative:
No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.